Event description:
A physician placed a fox plus pta catheter in the subclavian artery. The balloon ruptured in the pt's vasculature under nominal pressure, & the physician removed the device. The vesse had 80% stenosis & heavy calcification. The procedure was completed using another brand of catheter. The pt's hospitalization was not extened.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.